Event description:
As reported via the edwards clinical specialist, patient experienced a ruptured right common iliac artery. A reliant balloon was inserted and inflated in the distal aorta causing stability and hemostasis. In addition a gore viabahn 10x10 stent was deployed in the right common iliac and the rupture was repaired. The patient remained stable with no further issues.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22 fr sheath is 7 mm. In this case, the access site diameter was reported to be in the range of 7 to 8 mm, with severe vessel calcification and mild tortuosity. It is possible that the severe calcification along with the access vessel size caused or contributed to the reported vessel dissection. The transfemoral tavr procedure requires the insertion of large bore devices in these patients, and there is a risk that placement of the sheath and/or dilator may result in or contribute to vessel damage. No further actions are required at this time.